Event description:
Customer's daughter reported customer received an error message on their freestyle freedom meter. Customer's daughter reported customer experienced symptoms of diarrhea, sweating, unresponsiveness and customer's eyes were glazed. Customer's daughter reported treating customer with glucose shots and glucose drinks. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.